Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having problems with their device and was in a lot of pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient's healthcare professional (hcp) told the patient that the device was a problem in their abdomen and was dangerous to remove. The hcp didn't know what to do and the patient was waiting for a referral to another hcp. They also stated that they complained of device problems and stomach pain since day one. To resolve these issues they increased and adjusted, but the patient wanted it out.